Manufacturer narrative:
Patient filed medwatch mw5101394 received by suneva medical on 06/04/2021; event report type: serious injury; report date: on 05/14/2021; event outcome: hospitalization, disability/permanent damage, required intervention. Event description: "I went to a dr who owns a spa in (B)(6) about filler, she told me about bellafill. She told me it was FDA approved. She did not tell me it was a plastic, she explained it was bovine collagen and my body would replace with my own. She told me it would last less than five years and she can say that because that's how the FDA has it labeled. It is permanent. She did not tell me about the required allergy test or offer it to me, she did not inform me she was using the product off label. I asked about the fact I had botox and if that was an issue and she told me it was not but I have now read the FDA approval and see that safety was not testing on these off label locations. The allergy test is required and that it is an actual, medical device that will remain forever. I am deformed. I have constant swelling and large granulomas that have so far cost me thousands of dollars. This product devastates hundreds if not thousands of women's lives who were misinformed prior to injection and believed an unethical doctor because we should indeed be able to trust someone in the medical field. This product needs to be taken off the approved medical device list. I am now on leave from work due to the mental and physical effects of this product. The FDA should not approve a non essential product that ruins people's lives. Had this doctor told me it wasn't approved by the FDA, I obviously would have done things differently. The FDA should be protecting the public from a product that 99% of the time, causes debilitating consequences for a human being. This product has no doubt caused death, in fact after the fact I read a case study about a woman who was being treated for a granuloma from this product and it wasn't working, she killed herself. My mental and physical health is a zero because of this product, the ethics behind why it would continue to be legal, and FDA approved in the united states is a disgrace. Please consider the lives that have been ruined by irresponsible doctors who lie abut the product and then tote that the american watchdog has approved its use. I understand as the consumer we should research products but when you are seeing a doctor that totes FDA approval and lies about the product, a 25 minute appointment can devastate or end lives. The FDA needs to be responsible for doing their job and protecting americans from an evil product like this. The lives of americans are at stake here. One gullible moment of trust in a deceitful doctor should not ruin a life as this product did for me. Please reconsider this approval before another american life is lost due to this negligence. I did comment that I still have this product if you wanted to review it because it will be in my face now until I die. Depression and panic disorder after this injection." Suneva medical made the following attempts to receive additional information about this medwatch report: on 06/04/2021: suneva emailed the patient at the email address noted on the medwatch report to obtain more information about her bellafill dermal filler injections and also to request a copy of the case study mentioned in the medwatch report. On 06/05/2021: the patient emailed back with a link to the case study and the following: "I will respond to all of these questions for you but does it honestly matter? Your company promotes plexiglass to anyone with loose ethics. Those people then lie or mislead victims; yes victims into thinking this product is not permanent based on some FDA approval that was given years ago. I have now read more reviews and case studies than I care to admit. I've been hospitalized for my mental health and an on more medicines than I care to admit. Your company and unethical injectors ruin innocent lives. But yes, I'll be happy to provide you with your requested info so it can be put in a file to collect dust like the other women's lives who have been ruined by your company's poison. I know you have a job to do, luckily as I am currently too unstable to return to work but it can't feel good to you knowing what kind of product you endorse." Case study article link: https://www.ncbi.nlm.nih.gov/pmc/articles/pmc3434907/ on 06/15/2021: no responses to the request for info were received yet from the patient. Suneva emailed a reminder and commented on the case study article: "thank you for the article. It is unknown what pmma product was used in the reported events; however our product was not sold in the middle east at the time of (or before) the reports in the article and is not currently sold in the middle east." On 06/28/2021. No response to the questions yet.suneva sent another reminder to the patient. On 07/02/2021: the patient has not emailed suneva back since 06/05/2021 and has not responded to requests for additional information. Suneva called the patient's phone number that was provided on the medwatch report. There was no pickup at that number. A voicemail was left for the patient. Suneva is unable to investigate further at this time. Lot number and injector are unknown; therefore bellafill use cannot be confirmed at this time. Locations of injections are unknown; however the patient did indicate she was injected in off-label locations. Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Patient filed medwatch mw5101394 received by suneva medical on 06/04/2021; event report type: serious injury; report date: on 05/14/2021; event outcome: hospitalization, disability/permanent damage, required intervention. Event description: "I went to a dr who owns a spa in (B)(6) about filler, she told me about bellafill. She told me it was FDA approved. She did not tell me it was a plastic, she explained it was bovine collagen and my body would replace with my own. She told me it would last less than five years and she can say that because that's how the FDA has it labeled. It is permanent. She did not tell me about the required allergy test or offer it to me, she did not inform me she was using the product off label. I asked about the fact I had botox and if that was an issue and she told me it was not but I have now read the FDA approval and see that safety was not testing on these off label locations. The allergy test is required and that it is an actual, medical device that will remain forever. I am deformed. I have constant swelling and large granuljomas that have so far cost me thousands of dollars. This product devastates hundreds if not thousands of women's lives who were misinformed prior to injection and believed an unethical doctor because we should indeed be able to trust someone in the medical field. This product needs to be taken off the approved medical device list. I am now on leave from work due to the mental and physical effects of this product. The FDA should not approve a non essential product that ruins people's lives. Had this doctor told me it wasn't approved by the FDA, I obviously would have done things differently. The FDA should be protecting the public from a product that 99% of the time, causes debilitating consequences for a human being. This product has no doubt caused death, in fact after the fact I read a case study about a woman who was being treated for a granuloma from this product and it wasn't working, she killed herself. My mental and physical health is a zero because of this product, the ethics behind why it wold continue to be legal, and FDA approved in the united states is a disgrace. Please consider the lives that have been ruined by irresponsible doctors who lie abut the product and then tote that the american watchdog has approved its use. I understand as the consumer we should research products but when you are seeing a doctor that totes FDA approval and lies about the product, a 25 minute appointment can devastate or end lives. The FDA needs to be responsible for doing their job and protecting americans from an evil product like this. The lives of americans are at stake here. One gullible moment of trust in a deceitful doctor should not ruin a life as this product did for me. Please reconsider this approval before another american life is lost due to this negligence. I did comment that I still have this product if you wanted to review it because it will be in my face now until I die. Depression and panic disorder after this injection."